Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump errors 130(pump detects movement in hall sensor counts that are unexpected as the pump did not command motor movement), 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast) and 47(pump history crc failed. Some of the recorded pump history data is missing). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer stated the pump was not exposed to a high magnetic field. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 47/37/130 alarm noted during testing. ¿successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (7) pump error 43 alarms in the event date of 06-mar-2025 started from 16:52:35 to 17:22:11 during basal delivery. (4) pump error 37 alarms in the event date of 06-mar-2025 started from 17:08:18 to 21:02:51 during basal delivery. (2) pump error 130 alarms found in the pump history file/trace on 06-mar-2025 at 17:24:28 and 21:22:13. No pump error 47 alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no physical damage found on the pump case. Pump error 43/37/130 alarm was confirmed due to corroded motor home switch. Pump error 47 alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.